Event description:
Facility reports that second shift staff were lifting a patient off the bed on (B)(6) 2009. At the top position, the red emergency release came loose and patient fell back onto the bed. No one was injured by this incident.

Manufacturer narrative:
(B)(4). This MDR is part of a retrospective review in accordance with CAPA activities.